Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon twisted and broke two t25 stardrive screwdriver shafts during a surgery on (B)(6) 2012. This did not have any impact on the procedure which was finished successfully. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Manufacturing documents were reviewed and no complaint related issues were found.